Event description:
Plate removed due to plate breakage.

Manufacturer narrative:
Patient had four plates implanted on (B)(6) 2006. In 2007 patient fell on an object on the incision site and heard a breaking sound. Plates were removed on (B)(6) 2008. The four screws used to install the plate were removed with the broken plate. Additional MDR's associated with this event are: 3005670412-2011-1005.